Manufacturer narrative:
Concomitant medical products: d314drm ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance in the superior vena cava (svc) coil. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained tachycardia (hr-nst) and high impedance spike.